Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, in the "decrease" of the surgery, the device was caught and was difficult or impossible to open. There was no patient injury.